Event description:
It was reported that the clamp was giving an error every time tried to clamp on syringe and rubber sticking out near clamp was observed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the top case was chipped and cracked. The left plunger case had contamination. Bottom case is cracked by main screws. Broken/loose pieces are rattling inside. The pump event history showed a syringe plunger not in place error in history. The evaluation was performed, and the reported issue was duplicated, during inspection. The flippers were sticking, possibly from contamination. The root cause of the reported issue was due to use error. This reported issue was caused by fluid ingression into the plunger head as a result of improper use of the pump. The technician replaced the left plunger case. Performed calibration, and functionality/delivery tests which passed.